Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that when loading the exams for the procedure along with the exams for the procedure in MDR 1723170-2018-00713, the reported issue could be replicated. Once removed, the navigation system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, the navigation system displayed an error message stating that the coronal and axial views of the images were inoperable. The site was able to build a tumor model with the sagittal view and complete registration following the model. Once attempting to navigate, the error message appeared again. The exams from MDR 1723170-2018-00713 were removed from the navigation system and the system functioned as designed following the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.